Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during routine device replacement, difficulty was experienced removing this implantable cardioverter defibrillator (ICD) from the pocket. A curved hemostat was attached to the device header and the header was subsequently observed to move away from the can, at which time a loss of pacing was observed. The patient was noted to have an escape rhythm in the 30 beats per minute (bpm) range. The device was successfully removed from the pocket and the right ventricular (rv) lead was connected to a pacing system analyzer (psa) and pacing was provided. A new device was successfully implanted.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Laboratory analysis concluded that this header damage likely caused or contributed to the clinical observations. Manufacturing enhancements have been implemented to make the header bond more robust.